Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was found exiting from the air/water tube and cylinders of the device, foreign material was discovered on the left arm of the device, and a gap in the adhesive on the distal end of the device through which stain had entered the lens was also noted. The following additional findings were also noted: assorted scratches, cracks, cuts, corroded components, loss of color in certain components, wear of adhesive around the objective lens, loss of water tightness of the forceps elevator, and play of the up/down knob out of specification due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned their loaner evis exera ii duodenovideoscope device for routine annual maintenance. Upon inspection and testing of the returned device on 05oct2023, foreign material was found exiting from the air/water nozzle of the device, foreign material was discovered on the left arm of the device, and a gap in the adhesive on the distal end of the device through which stain had entered the lens was also noted. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage from forceps elevator. Additionally, humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events. The event can be detected by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.